Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint "the forceps coagulation did not work." Failure analysis found the primary failure of a broken proximal conductor wire to be related to the customer reported complaint. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. Thermal damage was observed. Root cause is attributed to manufacturing. Failure analysis found the secondary failure of thermal damage on heat shrink to be related to the customer reported complaint. The instrument was found to have thermal damage on the conductor wire heat shrink at the proximal end. Localized melting was observed. Root cause is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps (part# 420205-15/lot# n10200317 765) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 5 out of the 10 uses remaining. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coagulation function of the fenestrated bipolar forceps did not work. The operating room team proceeded with the case using a replacement cable and a similar backup instrument. The procedure was completed with no reported injury.